Manufacturer narrative:
Correction b5: update quantity to: an unknown quantity of 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking (initially reported one bag was leaking). Additional information was added to h4 and h6. H4: the device was manufactured from september 21, 2018 - september 22, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The reporter stated that the leak was coming from the seal around the port that would be spiked. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.